Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the sample investigated showed that the stylet had been cut and the damage was determined to be use related. Attempts to determine if the stylet was intentionally cut before returning the sample for investigation were unsuccessful. One 2 fr s/l per-q-cath PICC was returned for investigation. The 2fr catheter tubing extended 16.4cm from the distal end of the strain relief oversleeve. A break in the 2 fr tubing was observed 1.6cm within the distal end of the strain relief oversleeve, which was addressed in complaint (B)(4). The catheter was received with the stylet in the lumen. The t-lock extension set was attached to the per-q-cath connector. The catheter exhibited a wavy pattern over the stylet, which indicates that the tubing was bunching up over the stylet. The stylet extended 8.5mm from the distal end of the catheter. A microscopic examination of the section of stylet that was protruding from the catheter was noted to be covered in a white colored residue. The distal tip of the stylet exhibited evidence of being cut. The edges around the distal tip of the stylet were sharp, the tip was angled, and the material was sheared. The stylet extended 27.9cm from the distal end of the black tab, which indicates approximately 14.1cm of the stylet had been cut away and was not returned for investigation. The black tab was located 4mm from the septum on the t-lock extension set, which indicates that the stylet had been manipulated in both the t-lock extension set and catheter. The IFU states, ¿retract the stylet to well behind the point the catheter is to be cut. Caution: do not cut stylet.¿ a lot history review (lhr) of rexd1695 showed one other similar product complaint(s) from this lot number.

Event description:
During the sample evaluation, bas engineers found that the stylet returned was cut while inside the catheter. Device was not used on a patient.